Event description:
Additional information was received noting that pathology lab discarded the explanted device no other relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates, corrected data; follow-up report #01; follow-up report inadvertently omitted data.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the physician is concerned about the rapid depletion of the generator battery. Battery life calculation and longevity table estimates were completed and devices appears to be depleting prematurely device history records were reviewed for the generator, the device passed all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a battery replacement procedure. Programming history was reviewed and it was found that the device is prematurely depleting. There was a disparity between the charge consumed and remaining battery. Explanted device has not been returned to date. No other relevant information has been received to date.